Manufacturer narrative:
Patient code: (B)(4) device code: (B)(4) UDI(di):(B)(4).

Event description:
It was reported that the atrial channel was not present on a sensing test. Other tests appeared to display the atrial electrogram without any issues. The device function was noted to be normal. The gain on the atrial channel was changed to maximum. No symptoms were reported.